Event description:
It was reported to manufacturer that the physician's hand held was not holding a charge as long as it used to. The site requested a new hand held to replace the non-working device. Attempts to obtain the non-working hand held have been made, but have been unsuccessful to date.